Manufacturer narrative:
The manufacturer previously reported half of the device's lcd screen was unable to be read. There was no harm or injury reported. A preliminary evaluation was done by a third-party service center, and the lcd screen was found to be damaged and needs to be replaced. Preventive maintenance will be performed. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Event description:
The manufacturer received information alleging half of the device's lcd screen was unable to be read. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.